Event description:
On 9/11/96, the facility nurse contacted the MFR sales rep to report that the device was removed and requested that the MFR sales rep pick-up the device for return to the MFR for analysis. The facility nurse also requested that the MFR sales rep contact the physician and the physician stated that the device was "defective" and that the device sideport was "undone". The device was removed at the request of the pt, due to discomfort. Upon device removal the physician noticed the device sideport was compromised.

Manufacturer narrative:
The MFR sales rep investigated this incident, on 9/12/96, with the patient's oncology office and the surgeon, and confirmed that an atrial gram had been performed through the device sideport in june, 1996. The patient's therapy treatments had stopped in june 1996 due to disease progression. The patient felt discomfort with the device and as a result the device was removed on 9/11/96. Upon removal of the device, the surgeon noticed that the device was compromised. The device was returned to the MFR and has been analyzed as follows: initial visual examination revealed that the device septum was dislodged as received. After reseating the device septum, both the center and septums showed normal usage with no internal fracture plane damage seen. The device was pressurized to it's maximum specification at 65psi and did not become dislodged. The device did dislodge at 90psi which is well above the labeled limits for the device. The device did not leak while pressurizing the device or filling the reservoir. The device was not patent upon pressurization and no amount of pressure could restore patency. Upon pressurizing, approximately 5mls of clear, colorless fluid with amber particles was collected which tested positive for blood. The device did not flow as received. After removing approximately one inch of device capillary tubing, amber colored material which tested positive for blood was seen occluding the device capillary tube flowpath. After removing a total of 13 inches of device capillary tubing, flow was restored to within original MFR. Flowrate specifications. The facility's report that the device septum dislodged has been confirmed. Based on the device analysis results it appears that the cause of the device septum dislodgement is attributable to over pressurization of the device. The facility will be reminded that device bolus injection rates must not exceed 10 ml/minute and the syringe size must be limited to 10 ml or larger. No further information is available. The MFR is now closing the file on this event.